Event description:
A facility reported that when they attached the cryosolutions 1pk cartrge (33518) during a procedure, all of the air came out at once. No injuries, death, or surgical delay was reported.

Manufacturer narrative:
The cryosolutions 1pk cartrge (33518) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned 33518 cryosolutions cartridge was in used condition with no visible defect. The cartridge was able to attach to a test pen and function properly. The issue of spraying may be the result of incomplete installation or a damaged o-ring on the pen control mechanism. Per the product instruction for use (IFU), cryosolifu, "care should be taken to align the cartridge and control mechanism so that gas does not inadvertently escape. Screw the cartridge into the control mechanism in a clockwise direction both quickly and completely to ensure proper functionality. "The reported complaint could not be duplicated. The returned 33518 cartridge was able to attach and function properly. Root cause analysis: the reported complaint could not be duplicated. The returned 33518 cartridge was able to connect and function properly with a pen control mechanism. This complaint may be the result of incompletely attaching the cartridge or a damaged o-ring. No manufacturing, workmanship, or material deficiency has been identified.